Event description:
Surgeon inserted a plate reduction wire, for an orif of a left distal radius, with a stryker large battery loaded on a (B)(6). As the wire was tightened onto the plate, the wire broke above the reduction bead. Part of the wire with the bead was left in the bone. Surgeon tried removing the bead and the wire using pliers. Wire broke again below the bead, leaving part of the wire in the bone. Wire was slightly prominent dorsally. Through a dorsal approach, the surgeon was able to extract the prominent piece of wire. Procedure completed.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.